Manufacturer narrative:
The device was inspected and tested on 1st february 2018. As the device was out of specification, it generally cannot be excluded that the device has contributed to the event. However considering the minor deviations of the device, it is unlikely that the device actually has contributed to this event. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Pmi was contacted by the distributor on 23th january 2018. Distributor stated that customer has advised them last week that they had a patient clamped in a qr3 when the torque end of the clamp gave way and the patients head fell out of the clamp and onto the table. There was no damage to the patient and customer has used the skull clamp since with no issues.